Event description:
Additional information was received from the field representative that there was no product experience or allegation against this lead. It was electively removed.

Event description:
Boston scientific received information that this lead was removed from service during an elective procedure for an unspecified reason. There were no adverse patient effects. An attempt to obtain additional information has been unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.